Event description:
Blood leak with the psn 210 dialyzer. Incident was noted by a blood leak alarm and was confirmed visually in the dialysate. Estimated blood loss was reported as 250 to 300 cc as a result of not returning blood to the pt from the extracorporeal circuit. Treatment was resumed with a new dialyzer of the same lot and completed without incident. No pt injury or medical intervention was reported per hcp.